Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 460 mg/dl. Customer was treated with insulin drip and declined to trouble shoot high blood glucose. It was unknown that the customer was using auto mode feature on insulin pump or not. The insulin pump will not be returned for analysis.